Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. After several times output, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.